Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported via phone that the patient¿s liberty cycler experienced screen went blank during drain 3 of 3. Pdrn pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Pdrn rebooted cycler, ok and stop keys lit up but the screen remained blank. Pdrn states that during the first treatment on the cycler during the last drain the cycler screen went blank and would not turn back on. They could press on the screen and hear the keys beep, but the screen would not come back on. Pdrn rebooted the cycler but upon reboot they could hear the alarm and the stop buttons lit up, but the screen remained blank. Pdrn also tried plugging the cycler into a different outlet, but the screen remained blank. Replaced cycler due to blank screen. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. The cycler is available for return. Cycler was replaced.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during an drain 3 of 3 of their peritoneal dialysis (pd) treatment. The keys pressed and a beeping sound was heard, but the screen would not come back on. The cycler was rebooted, but upon reboot they could hear the alarm, the stop buttons lit up, but the screen remained blank. The nurse also tried plugging the cycler into a different outlet, but the screen remained blank. Pressed the ok and stop keys, touched the screen, but the screen remained blank. He ok and stop keys made a sound when pressed, the cycler was rebooted, the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date was not provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.